Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, visibility/palpability, pain, anxiety-product/procedure, skin rash/dermatitis, pruritus, flipping, lump/nodule, varied injuries-ndr, headache-ndr, other-medical-ndr.

Event description:
Patient reported right side "lost the use of right arm; several surgeons have asked about the peculiar scar on chest; have been seeking someone to remove mcghan implants placed post mastectomy; the product and the insertion method conspired disability; many different side effects developed over time; still unable to find a surgeon to remove the implants even though insurer approved an enbloc capsulectomy; have felt most of the symptoms listed on various sites for bii; was "over diagnosed" with breast cancer; after removing tissue, no evidence of disease was found, but had rocks on chest; unaware about any risks or longevity or maintenance or anything; right breast is twisted with nipple trying to look over the shoulder; chronic neurological pain; headaches; brain fog; tinnitus; neck, chest, back arm pain, and chronic tension; wanted to die." Patient additionally reported possible deflation, skin rashes, metal taste in mouth, losing hair, headaches, bloated, digestive issues, joint problems, not sleeping well, waking up multiple times during the night, brain fog, itchiness, breast spasms, flipped, and implant that has a lump. The events of lost the use of right arm, headaches, brain fog, tinnitus, metal taste in mouth, losing hair, bloated, digestive issues, joint problems, not sleeping well, waking up multiple times during the night are not device related. Device remains implanted.